Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the ventilation unit performed a warmstart during use. However, no device malfunction could be found and there is no indication of a permanent technical deviation. The device constantly monitors and verifies its proper function. If an internal deviation regarding the ventilation unit is detected, a restart will be initiated in an attempt to solve the issue. The restart sequence lasts for a maximum of 8 seconds and is accompanied by an audible alarm. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After the successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a vent fail whilst a patient was on the device. There was no patient injury reported.